Event description:
During a practice session, the "male" y adapter spike broke off, remaining stuck in the port (clave - ICU medical device). Two secondary IV line ends (plastic) that fit into clave port have broken off. When end is broken, fluids (for example blood or IV solutions) leak out. Two primary line male ends have broken off in clave ports, resulting in potential of blood and fluid leakage.